Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that further dissection occurred. The eccentric target lesion was located in the moderately calcified first obtuse marginal branch segment. Following pre-dilatation with a 2.5x12mm maverick balloon and a 3.0x12mm non-bsc balloon, a 38 x 2.50mm promus premier drug-eluting stent was deployed to cover a dissection. It led to further dissection and one more stent was needed to cover up. A 32 x 2.50mm promus premier drug-eluting stent was deployed to complete the procedure. No further patient complications were reported and the patient's status was stable.